Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours. The pod was reportedly coming loose from the infusion site (arm), causing the cannula to dislodge. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.